Manufacturer narrative:
Brand name: lifestent nt self expanding biliary stent and delivery system. Device not returned to manufacturer for evaluation.

Event description:
Reportedly, stent deployed overlapping previously placed stent at ostium of right iliac which was 70% stenosed. When retracting the delivery system, there was some resistance felt on the catheter. When physician pulled the sheath, the stent was sitting half way out of the skin track and after being manually pulled on, ended up breaking. The stent wouldn't come out so patient sent to surgery to remove stent. Patient released next day good in condition. Device being used off label in the rt iliac, as this stent is approved for use in the biliary tree.